Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) MDR - one day post implantation, it was reported that the patient died in the hospital's parking lot, after he had been discharged from the hospital. The implantation procedure the day before reportedly took place with no anomalies documented and no issues are suspected at the moment. The lead was not returned to biotronik. At the moment we do not have any further details with regard to the patient's death. Should we receive more information, this report will be updated. The disposition of the product is currently unknown.